Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implanted of the implantable cardioverter defibrillator (ICD) the screwdriver could not be set in the setscrew. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated a damaged superior vena cava (svc) grommet. The returned device indicated foreign material on back surfaces of the svc, right ventricular (rv) pace/sense and rv high voltage grommet. The returned device indicated the svc and rv high voltage set screws had rounded sockets. The returned device indicated a damaged svc set screw socket head. The returned device indicated damaged threads on the svc set screw. If information is provided in the future, a supplemental report will be issued.